Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the bed has no head up function. There are no alarm or error codes and he has replaced the head up valve, but the issue remains.